Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device does not confirm the stated failure mode. The device shows signs of extensive use. A functional evaluation of the returned device confirmed the stated failure mode. The locking mechanism of the device is loose and not able to lock. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during tka surgery, the gii mis dcf align gde would not lock into place. After the case, it was determined that the locking mechanism is loose, not allowing the cutting block to stay locked. The case was finished with the same device, pinning it in place where the locked position would be. No injury to patient or delay reported.